Manufacturer narrative:
(B)(4).

Event description:
The consumer reported charging too frequently. They had not been reprogrammed, switched to a new group, had the need to increase parameters, or had any previous overdischarge events. It was not the patient was not charging their implantable neurostimulator (ins) to 100% full. The patient only recharged to about 50%. There was a fall reported that could be related to this issue as the patient fell every once in a while in her house. The patient also noted the therapy was turning off by itself and the falls could have been related to the issue. When asked if the patient knew what they were doing when they felt the stimulator turn on or off, the patient stated she thought it was her microwave. However, it was also reported there were no medical tests or electromagnetic environmental interference exposures. It was unknown if the patient had cycling programmed or if the patient confirmed the ins status with the patient programmer correctly. The patient reviewed it was possible she may have been hitting the buttons that turned the ins off on the patient programmer and implantable neurostimulator recharger (insr). The patient had pain if the therapy was off. It was noted the patient told the rep she thought it was her microwave, but the manufacturer's representative said it would not be turning the ins off. Later, the manufacturer's representative reported there was nothing noted that the patient was seen or that they were made aware of a concern regarding recharging for the patient. Relevant medical history included spinal pain. Reported unrelated medical history included the patient having a brain injury that made her forgetful. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.